Event description:
A caller reported a cartridge alarm 30. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reported cartridge alarms with consecutive cartridges, and technical support confirmed this, leading to the decision to replace the pump.